Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the introducer sheath. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. In addition, the main coil was observed to be tangled, stretched and the suture was broken. The distal tip was missing as well. The device was confirmed to be in good condition prior to use. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the observed break of the main coil. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken. No clinical consequences to the patient were reported.